Manufacturer narrative:
The field service engineer (fse) replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported to philips that a ventilator is showing constant alarm. The customer reported that the device was in use at the time of the event, however, no patient or user harm reported. The field service engineer (fse) evaluated the incident and confirmed that the device has a constant alarm. Confirmed error code 1105. Further information is pending.